Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was unknown. It was not reported if the patient was hospitalized prior to death or if an autopsy was performed. It was unknown if therapy was ongoing at the time of death. No additional information is available at this time.